Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a close door error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction d1: brand name. Correction d3: device manufacturer name. Correction d4: unique identifier (UDI) #. Correction d4: model #. Correction g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem of "door sensor error." Was not reproduced. A review of the event history log (ehl) revealed 'door jammed' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a door not fully latched alarm. The cause of the condition was determined to be the failed upper latch switch. The upper aux requires replacement to address this issue. An occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.